Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing heating of the ipg when charging. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing heating of the ipg when charging. The patient underwent an ipg explant procedure. Additional information was received that the patients ipg was not totally explanted. The patient underwent a revision procedure wherein the ipg was removed and reimplanted in new pocket site.